Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal lad. Redilatation was performed then an attempt was made to cross the vision, but it failed to cross. More dilatations were performed and the vision was advanced again, but it became stuck half way in the lesion. When the stent delivery system was retracted, the stent dislodged in the lad. The pt went to surgery where the lad was bypassed. The stent remains in the native lad. (The pt slated for bypass surgery, but the decision was made to attempt stenting first). No additional information was available.